Event description:
It was reported that during an ankle reduction procedure, the surgeon was using the drill bit in the drill guide and the bit broke off at the point where the bit fits into the drill coupling. It was a clean break and there were no fragments to retrieve from the wound. The surgeon used another drill bit and completed the procedure with no further problems. This report is for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes hsz. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). (B)(6). (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).